Event description:
Information received indicates the siderail is not working, is bent, and the siderail cable was completely cut.

Manufacturer narrative:
The technician replaced the siderail to repair the bed.